Event description:
It was reported that during the procedure in the mildly calcified, mildly tortuous mid left anterior descending artery for treatment of a de novo lesion, pre-dilatation was performed four times at 18 atmospheres using a 2x15 balloon. A 2.5x15 rx xience prime stent delivery system (sds) was advanced via femoral access. Using the normal amount of force, resistance was felt when the sds was advanced through the lesion. An attempt was made to withdraw the sds, resistance was felt, and the stent became loose on the balloon. The physician was concerned that the stent might fully dislodge from the balloon; therefore, the stent was immediately deployed covering 40 percent of the lesion. Balloon angioplasty was performed for the remaining uncovered segment of the lesion using trek and nc trek balloons. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.